Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.